Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
"Post". Bilateral capsular contracture baker grade 3.

Manufacturer narrative:
Requesting to void this report because from we received updated information that this is not the affected side but only the contralateral.